Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the system spontaneously shut down three times during the procedure. It was noted the system had been beeping while still connected to an outlet. It was also noted an unknown error message had appeared before the system shut down. After the third shutdown, the site aborted the use of navigation. This issue occurred intraoperatively and resulted in a 5-minute surgical delay. There was no reported impact on patient outcome.